Manufacturer narrative:
The reported event was ¿unable to be fixated¿. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood for analysis. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The helix was measured and its revealed that full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was unable to be fixated. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.